Event description:
It was reported during in clinic follow up that the atrial lead exhibited increased capture threshold and dislodgement. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.